Manufacturer narrative:
(B)(4). Upon follow up, it was reported the event of suspected peritonitis was confirmed as peritonitis. On an unreported date, the patient was hospitalized for the event for one week. On an unreported date, the patient was treated with an unspecified medicine for the event. On an unreported date, the patient was discharged from hospital. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.